Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('punctured my bowel') and device breakage ('device breakage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), constipation ("constipation"), ovarian cyst ("ovarian cyst"), arthritis ("arthritis"), musculoskeletal pain ("shoulder pain") and arthralgia ("hip pain"). The patient was treated with surgery (removal of essure, oopherectomy). Essure was removed. At the time of the report, the intestinal perforation, device breakage, constipation, ovarian cyst, arthritis, musculoskeletal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, arthritis, constipation, device breakage, intestinal perforation, musculoskeletal pain and ovarian cyst to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: bowel perforation, device breakage, constipation, abdominal pain, ovarian cyst, shoulder pain, hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('punctured my bowel') and device breakage ('device breakage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), constipation ("constipation"), ovarian cyst ("ovarian cyst"), arthritis ("arthritis"), musculoskeletal pain ("shoulder pain") and arthralgia ("hip pain"). The patient was treated with surgery (removal of essure, oopherectomy). Essure was removed. At the time of the report, the intestinal perforation, device breakage, constipation, ovarian cyst, arthritis, musculoskeletal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, arthritis, constipation, device breakage, intestinal perforation, musculoskeletal pain and ovarian cyst to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: bowel perforation, device breakage, constipation, abdominal pain, ovarian cyst, shoulder pain, hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.